Event description:
Pt's ms3 pump is malfunctioning - pump is not allowing the cartridge to load. Pt has a back up pump that she is using right now. No adverse effect due to malfunctioning pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.